Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was unable to be disconnected from the patient line of two (2) amia automated pd sets with cassette. This issue also resulted in a separation between the female connector and light blue main body of the transfer set. This event was further described as, "the dark blue tip gets stuck to the amia patient line and comes off from the proximal light blue portion of the twister clamp". This occurred during an unspecified process steps of peritoneal dialysis therapy. The nurse stated that "this happened on two (2) occasions with the amia patient line¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.